Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was filling the cartridge, the cartridge began to leak from the septum. There was no impact to the customer's blood glucose level. The customer indicated that a new cartridge would be loaded.